Manufacturer narrative:
Fazzini, s., et al. (2023) ¿intravascular iliac artery lithotripsy to facilitate aortic endograft delivery: midterm results of a dual-center experience¿, journal of endovascular therapy, 30(6), pp. 2183¿2193. Https://doi.org/10.1177/15266028231174058 a2: mean age a3: mean gender earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding intravascular iliac artery lithotripsy to facilitate aortic endograft delivery: midterm results of a dual-center experience. The time frame of this study was over 2 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: valiant navion thoracic stent graft system. Among patient adverse events included: one bail-out stenting as an endoconduit following ivl treatment and one bleeding complication related to percutaneous femoral access, requiring conversion to open surgical repair. No further information was provided pertaining to medtronic products.